Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed intermittent loss of capture due to dislodgement on the atrial lead. Programming changes were performed. The patient condition was stable before, during, and afterwards.